Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the issue (front panel light would not turn on) was not confirmed/ duplicated. In addition, service found the db board (printed circuit board) was corroded, the rear panel was corroded, and the spacer was dented. Scratches were observed on the top cover, the chassis, the front panel, and the touch screen display. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during routine inspection of the subject device, the display turned black when technician turned on the device. Upon crosschecking the signal, the subject device displayed color bars. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the front panel light would not turn on. This report is being submitted for the malfunction found by fse (front panel light would not turn on). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (front panel light won¿t turn on) occurred because the video function did not work properly due to a faulty printed circuit board (dp board) the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.